Event description:
A nurse reported experiencing low vacuum during a cataract procedure. The case was completed with an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and then tested. The system met all product specifications. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system met product specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).